Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product to cause unacceptable risk is improbable and that no complaints documenting deaths or serious injuries have been rec'd. Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued (B)(4), respectively.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that a washer fell from the ez breathe atomizer into his mouth, and he unsuccessfully attempted to cough up to the component. At first, the pt reported that he did not require any medical intervention; however, the customer was advised to seek medical attention with a physician since he swallowed the washer.